Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a fall and which caused dislodgement of the lead requiring a revision. The ins and lead were replaced. No pt outcome was provided.